Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, deformation, wear abrasion, and device appearance (observed split in patch area, it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint). Weight measurement identified the weight of the device within specification. After autoclave cycle was observed: cloudy color in gel. Based on the device analysis the final assessment is no observed openings on the device or issues related with the complaint (rupture) and split in patch area, assessed as a workmanship issue. Further investigation has been initiated.

Event description:
Patient reported right breast had deformed, and was very painful. Patient also stated she has capsular contracture baker grade unknown or possible rupture. Healthcare professional reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Fi results: the DHR assembly report from oracle was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. See ¿(B)(4) report¿ attached. In addition, DHR for shell run number; (B)(4) did not identify any deviation, error, omission or non-conformances that may be associated to the reported device event. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. See ¿(B)(4) run¿ attached. In addition, form (B)(4) was verified and all parameters (temperature-time-pressure) during the assembly process met the specifications. See "form (B)(4)" attached. Review of work order (B)(4) and the event "split in patch" did not identify any ncs or CAPA associated with this information.

Event description:
Patient reported right breast had deformed, and was very painful. Patient also stated she has capsular contracture baker grade unknown or possible rupture. Healthcare professional reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Patient reported right breast had deformed, and was very painful. Patient also stated she has capsular contracture baker grade unknown or possible rupture. Healthcare professional reported capsular contracture baker grade IV. Device remains implanted.